Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose level of 424 mg/dl. The customer¿s blood glucose level was unknown at the time of the incident. The customer¿s symptoms were not noted, and the customer was treated with manual injections and the insulin pump. Customer stated she was unsure how it happened, but her blood glucose levels were in the 300¿s during the night. During troubleshooting, the high-pressure test was performed, and the results showed the insulin was blocked. After removing the set, customer noted the cannula was bent. The customer was advised to change the infusion set, and replacement infusion sets will be sent out. The infusion set will not be returned for analysis.